Manufacturer narrative:
The investigation into the "positioning problem" has been completed. The cause of the issue was not determined since product was not returned and sufficient information was not provided.

Event description:
The user facility reported a (B)(6) black male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The pump shifted out of the patient's ventricle during support and was unable to be re-advanced past the aortic valve. A new pump was used, with no adverse impact to the patient.